Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a routine device follow-up. Interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Normal measurements were observed. The device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a routine device follow-up. Interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Normal measurements were observed. The device remains implanted and in service. No adverse patient effects were reported. It was later reported that the device was explanted and replaced with a non-boston scientific device. The explanted device was not returned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available. The explanted device was discarded by the facility; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.